Event description:
Healthcare professional reported right side rupture discovered during surgery and capsular contracture, baker grade iii. MRI states ¿presents after an inflammatory episode classified as mastitis an induration of the lower-external right breast.¿ device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture discovered during surgery; capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Inflammation/ irritation: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture discovered during surgery and capsular contracture, baker grade iii. MRI states ¿presents after an inflammatory episode classified as mastitis an induration of the lower-external right breast.¿ device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture discovered during surgery and capsular contracture, baker grade iii. MRI states ¿presents after an inflammatory episode classified as mastitis an induration of the lower-external right breast.¿ device has been explanted and replaced with a non-allergan device.